Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, the device was not returned to abbott vascular for evaluation. As listed in the instructions for use, restenosis of the stented segment is a known adverse effect associated with coronary stenting. This known patient effect is not necessarily an indication of a quality issue. In this case, the sds was implanted about eight years ago and there was no device malfunction reported at the time of the procedure. The root cause of the restenosis is unknown, but there is no indication of a quality issue.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that in a procedure about eight years ago (2000) involving multiple devices and different parts of the anatomy, an unknown tetra stent delivery system (sds) was placed in the right coronary artery (rca). In 2008, the patient was reportedly presented with in-stent restenosis. Reportedly, a xience sds was utilized in treating the restenosis. No additional event or patient information is available.